Manufacturer narrative:
(B) (4).

Event description:
The pt experienced redness, cellulitis and drainage at the pump site. The pt had twiddler's syndrome; the pump was removed and not replaced. There was no problem with the pump. There was no pt infection; the cultures were negative. The exact date of explant was unk, but the pt was postoperatively discharged from the hospital on (B) (6) 2010. The pump delivered lioresal 2000mcg/ml at 1200mcg/day. The pt was weaned from the medication prior to pump removal. The pt has recovered from explant surgery and was "doing fine."